Event description:
The physician was attempting to implant a 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent in a patient. It was reported that the stent could not pass the lesion. The device was returned to the manufacturing facility and the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between marker bands as per specification; the stent and balloon were partially flattened. Procedural image review: the images confirm that the target lesion was located at a tortuous bend in the lad and that the stent was not advanced past the tortuous bend. Ejection fraction measurements were taken after the unsuccessful stent deployment activities. In addition the images appeared to show a cto lesion in the proximal rca

Manufacturer narrative:
Results: failure to deliver stent and stent deformation. Patient lesion morphology. Conclusion: patient lesion morphology. (B)(4).